Event description:
During the procedure when the gdc 18-standard synerg detection circuit was introduced into the excelsior 1018 microcatheter resistance was encountered, attempted to retrieve it and it became difficult to remove. The coil stretched and broke. The patient condition was not affected by this event. The outcome of the procedure was successful.